Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in reader and experienced sweating, bad feeling. Customer self-treated with insulin due to the high scan result and had a seizure. After the seizure, customer was able to self-treat with sweets. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.